Event description:
The customer detected a "mist problem". The customer stated that there were no physical complaints reported. The asp field service engineer went to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, unit assessed at customer site. The fse replaced the oil mist filter assembly to correct the problem. He performed verification procedure and the sys met specs.